Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of additional intervention. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, visual inspection revealed a stretched coil, lead abrasion and severed lead. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of calcification on the lead. The reported noise was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead exhibited noise during a changeout procedure. This lead was then explanted and replaced during this procedure, although not expected prior to the exhibited noise. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited noise during a changeout procedure. This lead was then explanted and replaced during this procedure, although not expected prior to the exhibited noise. No additional adverse patient effects were reported.